Event description:
Started using bausch and lomb contact lens in 1997. In 02/06 woke up with redness of the eye, pain, puffiness and oozng. She saw a dr who put her on systane and tobradex. The situation slightly improved but she noticed her vision was impaired. She saw another dr who presented vigamox but still the situation was not totally taken care of. Then, who saw another dr yesterday who put her on another medication but none carried out any investigation.